Event description:
On (B)(6) 2007, the dialyzer (aps-15sa) was used for hemodialysis. Thirty minute after start of treatment, blood pressure decreased (systolic blood pressure: 142 = 70 mmhg), nausea, vomiting, and chest pain occurred. After the onset of these adverse events , etilefrine hydrochloride, metoclopramide, physiological saline 100 ml and glycerine were administered, blood pressure recovered to 138 mmhg and other adverse events also recovered. On (B)(6) 2007, the dialyzer (aps-15sa) was used for hemodialysis. Twenty minutes after start of treatment, blood pressure decreased (systolic blood pressure: 148 = 75 mmhg), nausea and complexion ill occurred. After the onset of these adverse effects, etilefrine hydrochloride, glycerine and physiological saline 100 ml were administered. Then blood pressure recovered to 128 mmhg and other adverse effects recovered. On (B)(6) 2007, before dialysis start amezinium metilsulfate was administered. The dialyzer (aps-15sa) was used for hemodialysis. Thirty minutes after start of treatment, blood pressure decreased (systolic blood pressure: 185 = 112 mmhg), nausea and complexion ill occurred. After these adverse events, etilefrine hydrochloride and ephedrine hydrochloride were administered. Then blood pressure recovered to 150 mmhg and other adverse events recovered. On (B)(6) 2007, the dialyzer (aps-15sa) was used for hemodialysis. Twenty minutes after start of treatment, blood pressure decreased (systolic blood pressure: 162 = 75 mmhg) and vomiting occurred. After these adverse events, hydrochloride and ephedrine hydrochloride were administered. Then these adverse events recovered.

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-15sa is identical model to rexeed-15s marketed in us. The used device could not be analyzed because it was discarded by the user facility. So we reviewed manufacturing records, quality records of lot# 068g8j. As a result, no abnormality was found in records. Ten thousand eight hundred and forty two units of this lot# 068g8j were distributed to the medical facilities and no similar event using this lot# 068g8j was reported globally. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.